Manufacturer narrative:
Device was received with a blank display due to broken battery tube threads. The broken battery tube threads will not allow for the battery cap to be secured to the battery tube properly. Unable to perform the displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 525 mg/dl. Unable to troubleshoot due to battery issue. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The battery cap was present and intact. The battery was not able to fully lock into the pump, so insulin pump did not turn on when they changed it. The device will be returned for analysis.